Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that protaper fin.21mm/f1 *not ce* broke during use. The broken part has not been retrieved. With significant resorption and loosening of the patient's alveolar bone, tooth extraction is required. Received update information before the submission of the initial MDR; the broken file has been removed and destroyed, no return of file. Due to patient's dental issues the doctor recommended tooth extraction. Currently the patient has no toothache symptoms and is fine.